Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leak was observed from unicel dxc 600 pro synchron clinical system. The customer was wearing gloves and lab coat. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer reported a leak coming from the left front side of the instrument, inside the mc (modular chemistry) reagent compartment. Bec field service engineer (fse) visited on (B)(4) 2011, but leak was not evident at that time. The fse suspected float may have stuck pulling water into vacuum, and redirected v3 (valve) in place. The customer was to call back and if problem comes back. No further leaking complaint had been filed as of (B)(4) 2011. (B)(4).